Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during inspection replaced bent ac plug and cracked pim screw holder to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical.

Event description:
It was reported that during inspection by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had deformed power plug and damaged pim screw holder. There was no patient involvement.